Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open and exhibited a black screen. A field service engineer (fse) verified the tower door and remote manager, failed to find the failure and removed the extra lock in the refrigerator as the door hasp can properly closed. Fse then replaced the door latch as it was old, reseated the tray on the drawer 1.2 and 2.1, cleaned the debris and rescued the row board cable and pyxie bus cable to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door would not open, which caused the screen to go dark before proceeding to another medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.